Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "stopped working" and the customer has reverted to manual injections. The pump is currently out of warranty. No further specific information was provided and customer declined followup from tandem technical support.